Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that down arrow button of insulin pump was no longer responding. The customer¿s blood glucose level was 79 mg/dl at the time of the incident. Customer also report that the place where reservoir is inserted was cracked and scratched. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.